Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, all insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that an alert sounded due to oversensing on the right ventricular (rv) lead. The rv was capped and replaced. It was reported that the atrial lead dislodged during a right ventricular lead procedure. Attempts to reposition were unsuccessful so the lead was explanted and replaced. No patient complications have been reported as a result of this event